Event description:
Procedure: hemicolectomy. According to the reporter: right colon resection common channel of new anastomosis was closed by ta6035. Pt came back on 4/2 with a leak. Small bowel resection and ileostomy was needed to resolve the issue. Surgeon described necrotic tissue around staple line. Unintended colostomy was the required solution.